Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the system lost fluid. The ipp was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. Microscopic observation identified contamination within the pump; therefore, the pump was not functionally tested. The cylinders were visually and microscopically examined, and leak tested. Both cylinders had wear at folds in the middle of the cylinder bodies. The first cylinder had a leak consistent with explant damage. Based on the information available and analysis results, the reported fluid loss was not confirmed.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the system lost fluid. The ipp was removed and replaced. There were no patient complications.